Manufacturer narrative:
The investigation found that an in-house guidewire could not be advanced through the returned microcatheter, which is consistent with the alleged product issue. Further investigation found incomplete flaring at the hub transition and an exposed lumen coil protruding into the lumen, which would have caused the resistance encountered during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil and flaring issue, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: synchro 14 wire would not fit through the headway 21. The headway 21 was flushed and the synchro wire was lubricated to insure proper fit. There was no patient injury. The patient outcome was reported as good. The device is available for evaluation. The product investigation found exposed lumen coil protruding into the lumen.